Event description:
It was reported that the patient presented in clinic. The base rate was decreased. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.